Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H6 component code: g07002 - no device problem found investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that one empty packaging and four unopened packets that pertain to the product code j421h were received. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, g 1. Manufacturer site addr. Street line 1, g 1. Manufacturer site addr. Street line 2, g 1. Manufacturer site postal code, h 3. Device evaluated by manufacturer?, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The suture thread broke easily. There were no adverse patient consequences. No further information was provided.